Manufacturer narrative:
(B)(4). A device history review cannot be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the pleur-evac was not maintaining appropriate suction. The water seal not either. You could see the pleur-evac actively sucking fluid into cavity and complaining of gurgling. The doctor states she saw fluid go back into the tubing. So then was put to suction. She said once suction was applied, then there was a very loud noise, coming from the suction source of the unit. The blue ball in the positive release valve was rattling and she said that she had relieve some of the positive pressure by pressing the high negative release valve.